Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed by cgm on (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob). Extended bolus was requests at 5:11pm, and when the second half of the extended bolus completed delivery at 7:10pm a standard bolus was requested three minutes later. Basal rate was set at 0 u/hr throughout the entire day. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. Bolus request made after extended bolus request completed delivery may have caused bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer programmed an extended bolus and the bolus duration had appeared to continue beyond the programmed time frame. During troubleshooting with tandem technical support, the customer understood that the requested bolus was not continuing and the pump had delivered the accurate dosage during the requested time frame. Reportedly, the customer experienced a low blood glucose (bg) level of 34 mg/dl. To treat the low bg level, the customer consumed juice. Recommendation was made to consult with health care provider regarding diabetes management.